Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. Based on the information provided, most probably the incorrect patient name was sent from the lis to the mpa prior to the correction of the patient name at the lis. No analyzer malfunction was indicated. There is no risk to the patient because the key identifier the mpa uses for the sample is the sample ID, which was not affected in this case.

Event description:
Customer reported the mpa - (modular pre-analytics system), did not print the correct patient name on labels for two aliquot samples, the customer stated a change to the patients' last name was made by their medical record system. This modification to the patient's name was updated in the customer lis system which subsequently printed the correct labels for this patient sample. The patient sample was put on the mpa for processing. According to the customer, the psm acknowledged the modification to the patient name. The mpa queried the psm to determine how the sample should be processed. Customer noted the labels, printed by the mpa for the aliquot samples showed the incorrect patient name (patient's former name). Customer added that in spite of the incorrect labels on the aliquot samples, the correct patient information was sent from the psm to the mpa and the correct tests ordered were completed and uploaded to their list with the correct patient name and order. No adverse events were reported. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
(B)(4).